Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Edwards received notification that this patient with a 25 mm porcine valve underwent a valve-in-valve procedure due to stenosis and regurgitation. The surgeon used the transfemoral approach without any issues. It was a 90:10 to the base of the sewing ring for the position. Implant duration of the pre-existing surgical valve is approximately 22 years, three (3) months. The tavr was performed with a 23 mm valve. The procedure was successful. It was reported that the patient was stable.

Manufacturer narrative:
Edwards received additional information through follow-up with the health care provider.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Edwards received notification that this patient with a 25 mm porcine valve underwent a valve-in-valve procedure due to stenosis and regurgitation. The surgeon used the transfemoral approach without any issues. It was a 90:10 to the base of the sewing ring for the position. Implant duration of the pre-existing surgical valve is approximately 22 years, three (3) months. The tavr was performed with a 23 mm valve. The procedure was successful. It was reported that the patient was stable.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.